Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. No sample was returned for evaluation. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.

Event description:
The surgeon used cable system with lcp 4.5/5 broad curve 12ho l229 ti due to fracture of femoral diaphysis. The surgeon temporarily could fix first and second cable. When he fixed third cable due to tension conditioning, third cable couldn¿t be spun over 20kg. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.